Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection onset unknown, crease / folding of implant, and pain.

Event description:
Patient reported "infection" "pain in lower part" "feel discomfort" and "implant folded" "medication" "1 month after surgery" "helped with the infection". This record is for the right side. Device remains implanted.